Manufacturer narrative:
Yielded jaw. Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. As each device is 100% visually inspected during the mfg process, no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were noted during the mfg process.

Event description:
It was reported that the device was used during a biliary diskinesia. It was reported that the device was used on the cystic duct and cystic artery and performed well. When attempting to use on other structures, the clip would advance out of the applier when attempting to load the next clip. Another device was opened, and the procedure was completed without consequence to the pt.